Event description:
Consumer alleges that while using a heating pad for her back, it caught on fire, burned her back and damaged her clothing and bedding.

Manufacturer narrative:
The product has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.